Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, underweight, crease fold, part of the shell is missing, brown particles on the surface of the shell, opening. A microscopic analysis was performed which identified sharp crease, stress mark, and wear abrasion. Also identified a sharp broken on posterior assessed as an unidentified (tear) opening. Based on the device analysis the final assessment is: - a sharp crease in the radius side assessed as fold flaw opening. - a sharp broken on anterior assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.